Event description:
The physician implanted the bo19-10 and he found there was no csf. He pulled out the catheter and found the marking point was incorrect. After checking the catheter, it was found that the marking points on the catheter are opposite.

Event description:
The physician implanted the bo19-10 and he found there was no csf. He pulled out the catheter and found the marking point was incorrect. After checking the catheter, it was found that the marking points on the catheter are opposite.